Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed to address the occlusion alarms and a correction bolus was delivered. No issues were observed on the supplies in use during the occlusion alarms. Due to the occlusion alarms, the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and ketones considered to be dangerous. While in the ER, the customer was treated with an intravenous drip consisting of fluids, insulin and potassium. Due to the customer's bg level of 400 mg/dl, experiencing vomiting and experiencing diabetic ketoacidosis, the customer was hospitalized. While in the hospital, the customer was treated with an intravenous drip consisting of fluids, insulin and potassium. The customer was released from the hospital two days later. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.